Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product(s):- p/n 00875705201 acetabular cup l/n 62522405. P/n 00885101036 acetabular liner l/n 62465419. P/n 00877503601 femoral head l/n 2711311. P/n 0106010005 femoral stem l/n 4020163. It was not indicated the patient was revised. The devices remain in-vivo. Multiple MDR reports have been filed for this event. Please see: 0001822565 - 2017 - 06267, 0001822565 - 2017 - 06268. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient experienced pain post-primary total hip arthroplasty. The patient was treated with steroids. The devices remain in-vivo. No further information is available at this time.